Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation results, the most probable cause of the malfunction observed during device evaluation is attributed to electronic component failure. Additionally, the plug unit failed the leakage test, most likely due to multiple minute cracks in the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, camera head exhibited intermittent error 226 (communication error) along with a cable failure. Additionally, the plug unit failed the pressurized leakage test. There was no patient involvement.